Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an internal study was conducted using bd vacutainer® serum blood collection tubes which indicated that the orientation of the tube during clotting had a significant effect on the ldh value. Tubes clotted upside down had higher ldh values than tubes clotted right side up. 116 tubes were studied. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and the issue relating to erroneous results-ldh was not observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. As part of the complaint investigation, another clinical study was performed which expanded the scope to all clotting tubes. This study evaluated both minimum and maximum clotting times for both right-side up (rsu) and upside-down (ud) tubes. Results indicated that when clotted upside-down (ud), the smaller volume (2ml) serum tube had an extreme bias of ldh when compared with the same size tube right side up (rsu) for maximum clotting time. For minimum clotting time, tubes when clotted upside-down also exhibited a bias and/or confidence intervals outside of the cal for ldh. The internal study concluded that ldh has shown sensitivity to clotting orientation in most serum tubes. This complaint is confirmed for erroneous results-ldh. Bd has initiated a CAPA (corrective and preventative action) to formally investigate this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring of current trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that an internal study was conducted using bd vacutainer® serum blood collection tubes which indicated that the orientation of the tube during clotting had a significant effect on the ldh value. Tubes clotted upside down had higher ldh values than tubes clotted right side up. 116 tubes were studied. There was no report of patient impact.